Event description:
It was reported that a user experienced recurrent low glucose after exercise while using the ilet and sometimes paused the system to avoid lows; they also reported a recent low to approximately 44 mg/dl after hunting and a glucose of about 240 mg/dl after breakfast during the call. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting without escalation to medical care. Investigation included case assessment by support and referral to the clinical line for therapeutic guidance. Investigation of this case revealed no device malfunction was identified and the event was consistent with hypoglycemia of unclear cause in the context of exercise and potential preloading with carbohydrates while connected to automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.